Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] . Unexplained falls [fall] . Vision disorder [visual disturbance] . Liver problem [liver disorder] . Bone pain [bone pain] . Joint pain [joint pain] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fall ("unexplained falls"), visual impairment ("vision disorder"), liver disorder ("liver problem"), bone pain ("bone pain") and arthralgia ("joint pain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the fall, visual impairment, liver disorder, bone pain and arthralgia were resolving. The outcome of medical device removal was unknown. The reporter considered arthralgia, bone pain, fall, liver disorder, medical device removal and visual impairment to be related to essure administration. The reporter commented: at each new consultation, they found nothing,¿ they trace back. "It's in your head, it's age-related," they were often told. But the symptoms multiplied, intensified, and for some, the "standard of living deteriorated, to the point that they lost their social status, their job they have had the implants removed, but always wonder if and when the side effects of the implants will completely disperse. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], unexplained falls [fall] , vision disorder [visual disturbance] , liver problem [liver disorder] , bone pain [bone pain], joint pain [joint pain] , standard of living deteriorated [quality of life decreased] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fall ("unexplained falls"), visual impairment ("vision disorder"), liver disorder ("liver problem"), bone pain ("bone pain") and arthralgia ("joint pain"), was found to have quality of life decreased ("standard of living deteriorated") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the fall, visual impairment, liver disorder, bone pain and arthralgia were resolving. The outcome of medical device removal was unknown. The reporter considered arthralgia, bone pain, fall, liver disorder, medical device removal, quality of life decreased and visual impairment to be related to essure administration. The reporter commented: at each new consultation, they found nothing,¿ they trace back. "It's in your head, it's age-related," they were often told. But the symptoms multiplied, intensified, and for some, the "standard of living deteriorated, to the point that they lost their social status, their job. They have had the implants removed, but always wonder if and when the side effects of the implants will completely disperse. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jan-2025: quality safety evaluation of ptc. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.